Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch. The lead was explanted and replaced. There were no patient consequences.